Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two bd vacutainer® serum blood collection tubes experienced tube cracking. The following information was provided by the initial reporter: the customer would like to know the centrifuge speed as two tubes broke during centrifugation. Pt 2 of 2 on date (B)(6) 2019. 1st incident: date of event: (B)(6) 2019. 2 tubes are breaking only on the bottom of the tubes during centrifuge. 2 patients: no identifiers. Lot numbers are unknown. Customer purchased a centrifuge and on the first day of installation, (B)(6) 2019, 2 tubes broke in centrifuge. They called to service centrifuge and it appears to be working correctly. Her team verified that the centrifuge is spinning at set speed. On (B)(6) 2019 she purchased an additional set of inserts that are made to accommodate tubes and again 1 tube broke in the centrifuge. The tubes only break at the bottom and the inserts contain the blood and there is no splatter. The tubes are only breaking at the bottom of the tube. The tubes that are breaking are not in the same position in the centrifuge. On 4/18/19 received the following information from the customer per our conversation on the tubes that are busting, the centrifuge that¿s busting the tubes is producing a centrifugal force of 4000xg (rcf) at a rotor radius of 13.8cm and spins at 5100rpm for 3 minutes. Our current old centrifuge that we are using these same tubes with no issues spins at 2200 rcf¿s.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that two bd vacutainer® serum blood collection tubes experienced tube cracking. The following information was provided by the initial reporter: the customer would like to know the centrifuge speed as two tubes broke during centrifugation. Pt 2 of 2 on date (B)(6) 2019. 1st incident: date of event: (B)(6) 2019, 2 tubes are breaking only on the bottom of the tubes during centrifuge, 2 patients: no identifiers, lot numbers are unknown. Customer purchased a centrifuge and on the first day of installation, (B)(6) 2019, 2 tubes broke in centrifuge. They called to service centrifuge and it appears to be working correctly. Her team verified that the centrifuge is spinning at set speed. On (B)(6) 2019 she purchased an additional set of inserts that are made to accommodate tubes and again 1 tube broke in the centrifuge. The tubes only break at the bottom and the inserts contain the blood and there is no splatter. The tubes are only breaking at the bottom of the tube. The tubes that are breaking are not in the same position in the centrifuge. On 4/18/19 received the following information from the customer per our conversation on the tubes that are busting, the centrifuge that¿s busting the tubes is producing a centrifugal force of 4000xg (rcf) at a rotor radius of 13.8cm and spins at 5100rpm for 3 minutes. Our current old centrifuge that we are using these same tubes with no issues spins at 2200 rcf¿s.